Event description:
Suspected rupture, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: d4, d6a, e1, h4. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B5, b6.

Event description:
Right-side MRI indicated rupture.